Event description:
It was reported that a quadrox-I oxygenator had a major lead near the co2 output in the area where the oxygenator is attached to the guide pin holder. The failure occurred during surgery and the perfusionist was able to control the leakage to enable the device to be used until the end of surgery. Ref: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if add'l info becomes available.